Event description:
It was reported that the pt was not feeling well for about a week when the pt's parents took pt to the hospital. There was no report of a middle ear infection immediately prior to the onset of the illness. At the hospital where pt was admitted, medication was not administered for a day until pt was diagnosed with streptococcal or meningococcal meningitis. Pt's condition deteriorated rapidly. Pt experienced several seizures before pt was pronounced brain dead.